Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during basal. The drive support cap is recessed. The device was not exposed to a magnetic field. Blood glucose value is unknown. A button error alarm was found in the history. The insulin pump was out of warranty and was not replaced.